Event description:
Healthcare professional reported, an unknown side rupture. The device status is unknown. This relates to the right side record.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: rupture.